Manufacturer narrative:
(B)(4). Physio-control evaluated the customer device and was unable to duplicate the reported issue. Physio downloaded the device's electronic records from the event for review and was able to verify the device powered off multiple times during the event. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered itself off during patient use. The customer reported that there was no adverse effects to the patient due to the reported issue. No further details about the patient or the event were provided. Physio-control has made multiple attempts to contact the customer in order to obtain additional information on the patient; however, no response has been received.

Manufacturer narrative:
Physio-control further evaluated the customer¿s device and was unable to duplicate the reported issue. As a precaution the power pcb and the battery contact pcb assemblies were replaced. Physio downloaded the electronic records from the customer¿s device and verified the reported issue. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The removed parts were further evaluated, and not failures were observed. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device powered itself off during patient use. The customer reported that there was no adverse effects to the patient due to the reported issue. No further details about the patient or the event were provided. Physio-control has made multiple attempts to contact the customer in order to obtain additional information on the patient; however, no response has been received.